Manufacturer narrative:
Patient information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The logs indicated that the batteries were critically low. The batteries were scheduled to be replaced. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal procedure. It was reported that the system was stuck in standalone mode for a few minutes, and after establishing connection, 3d scans were not possible. The issue occurred post-op. There was no reported impact to patient outcome and no reported delay.